Manufacturer narrative:
Block e1 (initial reporter phone: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a gastroscopy procedure performed on (B)(6) 2023. During the procedure, there were already four bands successfully deployed; however, the remaining three bands could not be deployed due to the tension on the handle. When the physician attempted to deploy again, the three bands deployed simultaneously. The scope, along with the device, was removed. A second procedure was rescheduled and performed on the same day. There were five band deployed, and the procedure was completed using this second speedband superview super 7. There were no patient complications reported as a result of this event.